Event description:
On (B)(6) 2015 the distributor contacted animas, alleging an inaccurate delivery ssue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 6/28/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: pump found to be delivering accurately and within required range.unable to duplicate the complaint. Review of the pump history shows the last basal delivery and the last bolus delivery were on 04/28/2015. Pump was exercised for 24hrs with no alarms. Unrelated to the complaint, the display screen has a pinkish contrast and the battery compartment is cracked below the bumper pad.